Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was noticed between tip electrode and electrode two (2), at the plastic ring separating the electrodes. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The activated clotting time (act) was above 300 and maintained throughout the case. The physician considered the char as excessive and estimates the risk to be increased. Heparinized normal saline was used. The patient had no complications and no adverse consequence.

Manufacturer narrative:
The device has been received for evaluation on 25-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was noticed between tip electrode and electrode two (2), at the plastic ring separating the electrodes. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The activated clotting time (act) was above 300 and maintained throughout the case. The physician considered the char as excessive and estimates the risk to be increased. Heparinized normal saline was used. The patient had no complications and no adverse consequences. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues were observed located at the bottom of the dome in the transition between the dome and the first ring. Temperature and impedance tests were performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Afterwards, a microscopic inspection of the dome was performed, and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface, which could cause an increase in temperature and the presence of char, thrombus, or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an inorganic material. The presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device number lot 31448444l and no internal action related to the complaint was found during the review. The char issue reported by the customer was confirmed. The root cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If the temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rises (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient¿s body. Internal corrective actions are being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31448444l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).